Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast reconstruction procedure with a mentor siltex round moderate profile 125cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) when the right breast prosthesis deflated after implantation. The patient reported that her right breast has collapsed, the edges are folding over, it hurts when touched or when lying on it or when not doing anything. In addition, the patient reported that the implant sticks up and is hard, indicative of capsular contracture. Baker grade of the capsular contracture is currently unknown. The patient also reported that she suffered from some systemic symptoms like joint pain and fatigue. The root cause of patient¿s systemic symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.